Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their serter not putting the needle port in deep enough. The customer states the serter is not releasing properly. The customer's blood glucose level was over 500mg/dl. Troubleshoot was conducted. The customer is being sent replacement serter.